Event description:
It was reported that an ilet user forgot to reconnect the infusion set after a bath, resulting in a blood glucose level of 296 mg/dl. Education was provided on reconnection practices. Symptoms included hyperglycemia. Outcomes included no hospitalization, with glucose management continuing via the device¿s correction algorithm after reconnection. Investigation included troubleshooting and education on proper infusion set handling and adherence to use instructions. Investigation of this case revealed user handling contributing to elevated glucose due to temporary disconnection, with device function resuming as intended once reconnected. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set reconnection.